Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During the extraction of the bag by the surgeon, he noticed that the white plastic sheath was missing around the metal wire. That leads to a risk of organ injury. Additional information: the was no consequence for the patient. When asked if the white sheath was on the wire before the intervention and was lost or missing when the package was opened, the surgeon's response was, it is impossible to say.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. The reported defect cannot be confirmed. White plastic sheath is not missing. But another defect was observed. Closure wire creating loop was loosened from protective white tube. The root cause of loosened/disengaged loop was determined as undetermined/unknown. It is impossible to determine if the wire was glued together correctly or not. It is impossible to determine if the closure wire loop was disconnected by improper method of use. The disconnection took place only after the closing wire was pulled off and pulled into the trocar. The probability of injury to the patient is very small. As the root cause of this complaint was determined undetermined/unknown, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
During the extraction of the bag by the surgeon, he noticed that the white plastic sheath was mising around the metal wire. That leads to a risk of organ injury. Additional information: the was no consequence for the patient. When asked if the white sheath was on the wire before the intervention and was lost or missing when the package was opened, he surgeon's response was, it is impossible to say.